Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements during routine follow-up. Upon closer review it was noted that the out-of-range measurements were persistent for approximately six months prior. All other lead measurements were within normal limits and stable; no other anomalies were reported. Device data was submitted to boston scientific technical services (ts) whom reviewed settings and measurements. Ts suggested possible programming changes related to out-of-range impedance measurements and noted that a commanded shock impedance test could be of use in evaluating the system though one was not performed. Suspecting the high impedance measurements to be due to the lead being of single coil design rather than an actual lead issue, the physician elected to have the patient continue with normal follow-up. No adverse patient effects were reported. This system remains in service.